Event description:
A generator was received by the manufacturer without further information. Programming history data was reviewed and shows the generator was implanted in the patient, though no physician information could be located. The patient could not be identified in the database with the given information. Product analysis was conducted on the returned generator. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery measured at 3.023 volts shows ifi = no condition. High impedance was observed that changed to an even higher impedance. As the date of explant is not known, it cannot be determined if the high impedance occurred while implanted or due to the explant. No additional relevant information has been received to date.